Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was over 400 mg/dl- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and changing the infusion set. Ultimately, the customer reverted to an alternate form of insulin therapy.